Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer's blood glucose reading was over 400 mg/dl when she woke up. The customer treated with regular insulin and syringe. The customer also stated that she had issues with low blood glucose readings where she had to come on multiple occasions and had to be hospitalized. The customer stated that she had three occasions where she had extreme lows and the ems had to revive her. The customer stated that her husband gave her glucose twice already and sat with her. The customer had juice for dinner. The customer also stated that she was hospitalized multiple times due to high blood glucose readings. The customer did not want to troubleshoot for high blood glucose readings.

Manufacturer narrative:
The insulin pump received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window.

Manufacturer narrative:
The pump passed the delivery accuracy test.